Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The 3.5mm x 22mm locking hexalobe screw (part number 30-0239, batch number 462876), was returned for evaluation. The returned screw was examined under visual magnification. The 3.5mm x 22mm locking hexalobe screw (part number 30-0239, batch number 462876) appeared to have broken from a torsional fracture. The screw measured .1830"/4.65mm out of a total length of .930"/23.62mm. The rest of the screw was not returned. Potential causes of overload include dense bone, excessive application of torque, or off-axis torque application during insertion. This could cause torsional strain on the plate, which could affect its forces on the screws. However, based on the information received the root cause could not be determined.

Event description:
It was reported during a surgery the surgeon "stated that the 2.3mm screw which was inserted through the slotted compression hole in the metacarpal seemed to bend at the head of the screw and eventually go through the slotted hole. This caused the other metacarpal screws to start pulling out of the bone and the carpal screw (3.5mm) to break off". It was also reported that the plate and all the screws were removed, and after the surgeon implanted two staples from another manufacture. The surgery was completed with no delay. There were no adverse patient consequences reported. This report is related to report numbers 3025141-2023-00514 and 3025141-2023-00515 for the other screw and plate involved in this event.